Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient activator battery was melting the plastic and was developing a hole around the battery area also had a smell of burnt plastic. The patient was advised to dispose the patient activator correctly. The patient activator is expected to be replaced. No patient complications have been reported as a result of this event.